Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited the connecting tube having coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the connecting tube has coating peeling. The following non-reportable malfunctions were found during the device evaluation: there was a pinhole on the distal end rubber causing water tightness loss, the adhesive on the distal end rubber has a chip, the angle wire is worn causing bending in the up direction to be out of standards, the channel tube is crushed causing the cleaning brush to not be inserted, the connecting tube has a dent, the eyepiece has a scratch, the control unit has a scratch, the indication on the light guide connector is unclear, the angulation lever is deformed, the scope cover has a scratch, the venting connector under the grip is shaved. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress of repeated use, external factors, or handling of the device caused the peeling to occur. However, a definitive root cause could not be determined. It was confirmed that instructions, chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.